Manufacturer narrative:
Investigation summary: a review of the complaint history, device history record, instructions for use, specifications, and visual inspection of devices from the same lot was completed during this investigation. Actual complaint device was not returned for analysis; however, nine (9) unopened devices were returned for investigation. The packages were opened for investigation. Each of the devices were checked under magnification and no separation was visualized. With a hemostat applied, all of the catheters were flushed with water. No leaks were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Additionally, the device history record was reviewed and no non-conformances were identified. A thorough review of complaint history search revealed that this is the only recorded complaint associated with this lot number. A definitive root cause could not be determined, however; based on the provided information and evaluation of the returned "unopened" device(s), the actual root cause is deemed to be; ¿inconclusive¿. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the purple hub of the device appeared to be cracked, and had a hole where the port connects to the line. No patient adverse events were reported by the customer, and the circumstances surrounding the usage and handling of the device are unknown. Additional information has been requested from the customer.